Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Correction submitted on 9/27/2016 as follow-up #1: a review of the complaint record determined that the troubleshooting of the incident indicated this issue was unrelated to the pump, and that the suspect product should have been the infusion set. The infusion set is not manufactured by animas and animas has no regulatory responsibility to report on the product.

Manufacturer narrative:
Follow-up #2: date of submission 10/09/2017 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. No call service 064 alarms were found in the available pump history. The pump was run for 24 hours and no call service alarms were duplicated. The complaint was unable to be confirmed or duplicated due to the information for the complaint being overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.